Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a revision surgery of viper, after a screw has loosen. K-wire was placed on a sclerotic bone. At try to remove the screw the tip of screwdriver was broken. It was not possible to remove the screw. The screw remained at patient and the rod was adapted.